Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the pump powered on appropriately with the use of a new battery from a new pack; however, this result does not constitute resolution of this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 06/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/04/2015 with the following findings: several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be cracked/chipped in the thread area and cracked in the area below the grip pad. The threads of the battery compartment and returned battery cap were found to be damaged. The aforementioned device failures indirectly contributed to the reported issue. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); this device failure directly caused the reported issue. The pump was unable to maintain power with the returned battery cap installed: the reported issue was duplicated. A test battery cap was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power related events were observed. The pump case was removed, and evidence of moisture ingress was found on internal components.